Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the keypad buttons are sticking. There is no adverse event related to this issue. This complaint is being reported because the issue was not resolved,